Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that there is a pad alarm and when the pad is replaced it tries to perform the self-test but the self-test won't run. There was no negative patient impact.

Manufacturer narrative:
(B)(4).